Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was program multiple basils and boluses for 24 hours also, the insulin monitored unit for three days, the basils and boluses were properly recorded in bolus history and in daily totals. However, the insulin pump was unable to download to carelink due to multiple displayable history crc check failed error alarms in history file due to corrupted history file. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 17.8 mmol/l. The customer stated that the pump stopped working due to her high blood glucose readings. The customer stated that the act button does not work. The customer stated that she changed the infusion set and it is still not working. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.